Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a driveline infection on (B)(6) 2023. The cultures were positive for enterococcus and e. Coli. The patient had a debridement procedure with a wound vac on (B)(6) 2023. The patient was discharged on (B)(6) 2023 on IV antibiotics, which were continued through the end of (B)(6) 2023. The patient was then started on oral antibiotics indefinitely. The patient had positive cultures for enterococcus and e. Coli on (B)(6) 2023 and (B)(6) 2023. The patient was readmitted and placed on IV antibiotics. The patient then returned to the operating room for an exploratory laparotomy and driveline relocation with omental flap. The patient was discharged in stable condition on (B)(6) 2023. No device malfunction was reported.